Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The insertion tube had a cut boot and scratching present. Additionally, as noted in b5, foreign material was found clogging the forceps passage. There were also notable signs of wear and tear throughout the device. The cover insulation was dented and had scratching present. The plastic cover was dented. The distal end adhesive was cracked. The light guide and object lens adhesives were failing. Testers were unable to insert valves through the suction flow channel. The control body¿s name plate was missing, and the suction cylinder was damaged. The light guide tubing also had scratching present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned her olympus evis exera ii colonovideoscope due to an unspecified defect that was impacting bending manipulation, noted on the insertion tube. According to the initial reporter, this event took place during reprocessing and had no patient involvement. During the device evaluation, it was discovered that the subject device had undergone insufficient reprocessing as foreign material was found clogging the forceps passage. This report is being submitted to capture the insufficient reprocessing confirmed during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified. Additionally, the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: olympus cf type h180al/I operation manual "chapter 3 preparation and inspection" shows how to detect the event. Olympus cf type q180al/ireprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event olympus will continue to monitor field performance for this device.